Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00913, 0001822565-2022-00915, 0001822565-2022-00916, 3007963827-2022-00080. Medical product femur cemented standard right size 5 item# 42504605802 lot# 64541285; femoral distal augment cemented size 5, 5+ 5 mm thickness item# 42556605805 lot# 64602337; femoral central cone size medium item# 42545001012 lot# 64470406; articular surface fixed bearing (cps) right 14 mm height item# 42522600414 lot# 64525555; stem extension straight splined uncemented 14 mm diameter +135 mm length item# 42560113514 item# 64542409; tibia fixed cemented right size d stem extension use required item# 42542006702 lot# 64207430; tibial augment cemented half block right medial size cd 5 mm thickness item# 42555803405 lot# 64353978; tibial augment cemented half block right lateral size cd 5 mm thickness item# 42555803205 lot# 64333007; tibial central cone size x-small item# 42545000510 lot# 64189844; stem extension 3mm offset splined uncemented 11 mm diameter +135 mm length item# 42560313511 lot# 64559287. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient developed stiffness, decreased range of motion, and scar tissue/adhesions and underwent manipulation under anesthesia approximately three months and one week post implantation. At two year follow up the patient has mild pain and stiffness with normal x-ray, no revision reported. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, b7, g3, g6, h1, h2, h3, h6, and h10 it was reported a patient had a total knee arthroplasty. Subsequently, approximately 3 months later, underwent a manipulation under anesthesia, due to stiffness. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.